Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck is 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck is 150 mm. Vessel morphology is unk. The pt has a history of coronary artery disease and chronic obstructive pulmonary disease. It was reported that the aortic neck was angulated and the device was pulled down as it was deployed. The physician stated that the device was deployed a little lower than intended; therefore, two aortic extension cuffs were placed to ensure a good seal. No clinical sequelae were reported, and the pt is reported to be fine.